Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle additional information was requested and the following response was received on 2/17/2011: customer did not have information about surgeon or patient, but operation went fine after 8 reloads were used. The analysis results found that four reloads were received. Reloads a, b, and c were received fully fired; reload d was received with the proximal 14 drivers up without staples and the remaining drivers down with staples present; the swing tab was in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The returned cartridge reload d was manually unlocked and it was tested for functionality with a test instrument. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the reload did not work properly; no staples were in the reload; it was empty. All four reloads came from the same procedure; the procedure was finished with new reloads. Surgeon is unknown. There were no adverse consequences for the patient.